Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 400 mg/dl and the sensor glucose reading was 60 mg/dl that triggered the insulin pump to suspend insulin delivery for two hours. Customer declined troubleshooting. The product was not returned for analysis.